Event description:
Upon standing, alarm did not sound, pt fell resulting in broken hip.

Manufacturer narrative:
Copies of the 3500a form were faxed to facility to show the info needed. No response has been received from facility either to the fax or subsequent telephone calls.